Manufacturer narrative:
The manufacturer received information alleging a pressure sensor mismatch condition occurred on a trilogy evo device. There was no harm or injury reported. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices the machine flow sensor had caused the issue to occur on the device. In conclusion, the device's machine flow sensor was replaced to address the issue. The root cause is confirmed at this time.

Event description:
The manufacturer received information alleging a pressure sensor mismatch condition occurred on a trilogy evo device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.